Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the pump flow probe for the sorin s5 system could not be zeroed during setup. There was no patient involvement. A sorin group field service representative spoke with the customer and found that the flow probe had been replaced to resolve the issue. The service representative was unable to confirm the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump flow probe for the sorin s5 system could not be zeroed during setup. There was no patient involvement.

Manufacturer narrative:
During the complaint investigation, this complaint was determined to be non-reportable. No further follow-ups will be filed regarding this event.